Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they removed the unscrewable portion of the io needle after placement the sheath portion of the needle with depth lines on it came out, leaving only the stylet/drill bit portion in the patient's bone.